Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced repeated pairing failures with a dexcom g7 continuous glucose monitor (cgm) sensor when attempting to connect, after which the sensor paired successfully and displayed glucose readings during the call. No adverse clinical symptoms reported. Outcomes included no impact to blood glucose management and no need for medical care. User support included troubleshooting and education on potential causes and corrective steps for pairing issues. Investigation of this case revealed that the issue was a transient connectivity or setup problem with the sensor pairing process, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient connectivity factors.